Event description:
Dexcom g7 failed after 11 days. The "15-day" sensors are consistently not lasting 15 days. Because of the way medicare insurance works, if the sensor that fails is your last one, you may not have another on hand and are then without a sensor until you can enter a report and they then put it through their system and send a replacement. They have a serious qc problem with this newer sensor and should be held accountable. Sensor has been returned to dexcom for analysis.